Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and physical damage was observed on the edge card. Complaint of live video output failure was confirmed. Cause of video malfunction is a damaged edge card on the cable assembly, causing intermittent contact with ccu receptacle. Camera head passed functional testing with a known good cable assembly installed. The complaint investigation has concluded that the root cause of video failure is a damaged edge card. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during an unspecified orthopaedic arthroscopy, the image could not be seen through the video tower. A back-up device was available to complete the procedure in the scheduled time. The patient was not harmed.